Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the caller stated the patient's implant doesn't work anymore and doesn't turn on. The primary care provider called and reiterated that the patient's ins does not work anymore and hasn't for at least a year. Caller states she thinks the patient never recharged the scs. Caller states pt is needing MRI of brain but ins battery is dead per pt. Tss reviewed that it is recommended scs is in MRI mode prior to scanning per MRI labeling, pt would need to meet with her hcp/mdt rep for assistance to see if they can recharge the ins or verify scan eligibility. Pt is needing MRI, caller reports pt said the ins battery is not working/dead. Caller noted pt said she met with a medtronic (mdt) rep at a facility in pa and they attempted to "jump-start" the ins but this was not successful. Caller reports pt's implanting hcp has passed away and is unsure if anyone currently manages the scs. Follow up with patient: patient stated it took a long time to get MRI authorize from the hospital. Patient stated the ins worked for couple years. Patient stated she does not know she have except wire and lump in the back. Patient stated she has anxiety and high blood pressure and she cannot handle this stress and she is in so much pain. Ps reviewed the process to know the MRI eligibility. Patient stated she is not sure what is going on. Ps reviewed ps role and recommend hcp ofc contact local rep in the area. Ps provided nas number for hcp ofc to call. Ps offered phy listing. Ps observed patient is crying and emotional and upset.

Event description:
Additional information was received from the patient. The patient stated their implant had been dead since 2020. The patient stated that the implant had given them nothing but problems because they kept being denied for mris. The patient reported they couldn't walk anymore.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.